Event description:
Patient was implanted with a synergy implantable pulse generator in 2001 for the treatment of chronic pain in the trunk and limbs. The patient reported that the store security in a dressing room caused an increase in stimulation and stated that their "legs felt weak and their body got warm". Hcp had not seen the patient for this event and as a result is assuming the patient is doing well. No further information on the patient status. Physician and hospital staff manual for the synergy ipg states "instruct patients to do the following when approaching or passing through a theft detector or screening device. 1. Show the medtronic patient identification card to security personnel, ask to have the theft detector/screening device turned off or ask to bypass the theft detector/screening device. 2. If step 1 is not possible and passing through the theft detector/screening device is unavoidable, reduce the amplitude of the ipg to the minimum and turn the ipg off. 3. Approach the theft detector/screening device slowly. If any stimulation is felt, back out of the theft detector/screening device immediately without changing body position. If no stimulation is felt as the center of the theft dector/screening device is reached, move quickly through to the other side."